Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient implanted with epoca for a degenerative shoulder on an unknown date. Approximately 10 days postop, follow up visit x-rays showed the glenoid as loose. Reportedly, ex-marine patient was doing push ups. During revision surgery on (B)(6) 2012, the glenoid, head and eccenter were removed without issue. While removing the stem, the set screw on the extractor broke and surgeon was unable to remove the stem. The stem remains implanted in the patient. All broken pieces were retrieved. Patient revised to a competitor's glenoid, synthes eccenter and synthes 50mm head. This is report 1 of 1 for this complaint (B)(4).